Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced refractory peritonitis. On an unknown date, the patient passed away at the hospital. The cause of death was reported as due to severe diarrhea and refractory peritonitis. It was not reported if an autopsy was performed. It was reported the patient was not recovered from peritonitis prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and severe diarrhea. The cause of peritonitis was unknown. A day prior to the event onset, the patient was hospitalized due to severe diarrhea. Two days after the event onset, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 4th day , ongoing) and mexotaz injection (1.5gm, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.